Event description:
It was reported that the device was leaking water. It is unk by the customer if there was pt involvement or any adverse consequences.

Manufacturer narrative:
The handpiece was received at the MFR for service and eval. The initial complaint could not be verified. Based on the investigation details, the device was inspected and disassembled but no substance was able to be collected from the device. The device passed all testing and inspections as required at the time of manufacture. The handpiece was clean, lube and adjusted and returned to the customer.